Event description:
Received information regarding air bubbles coming from the cartridge into the luer lock. Customer stated blood glucose level was 366 mg/dl. Customer administered a correction bolus and blood glucose level decreased.

Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.